Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and again (B)(6) 2013 and subsequently expired on (B)(6) 2013, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products associated mdrs #1225714-2014-04115, 1225714-2014-04116, 1225714-2014-04117, 1225714-2014-04118, 1225714-2014-04119, and 1225714-2014-04120.